Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose was 38 mg/dl on unknown date. The customer¿s blood glucose level was unknown at time of incident and current blood glucose 251 mg/dl. The customer had symptoms such as unconscious. The customer treated with d50. The customer was wearing the pump during the hospitalization. The customer declined troubleshooting for high and low blood glucose. The customer was advised to monitor issues and call back if there are any issues. The sensor will be returned and the insulin pump will not be returned for analysis.